Event description:
Corneal edema and keratitis secondary to overuse and over wear of contact lenses that were dispensed by 1800 contacts for years without a prescription. Pt may have permanent corneal scarring.